Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator was not mode switching during atrial tachycardia. The device was reprogrammed. No patient symptoms were reported.